Event description:
The surgeon attempted to implant an aa4203tl silicone toric plate lens but it broke prior to insertion. There was no patient contact or injury. The facility stated it was unknown as to why the lens broke. An mtc60c fp cartridge was used but the facility was unable to recall the lot number, nor themodel and lot number of the injector.